Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date please provide photos what prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Lot number involved. What is the physicians opinion of the contributing factors to the rash? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions) for female patients ask: was the patient exposed to similar products, such as artificial nails was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a breast reduction surgery on an unknown date and topical skin adhesive was used. Nine days post op the patient experienced a very aggressive rash around the topical skin adhesive which extended through her torso. The patient was otherwise well at time of procedure and time of rash. The topical skin adhesive was removed and the patient was treated with antibiotics, antihistamines and topical creams. The patient was reported to be improving slowly. The patient had a previous tummy tuck procedure in 2015 and topical skin adhesive was used with no reaction. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: - what prep was used prior to, during or after prineo use? Betadine and saline. - was a dressing placed over the incision? If so, what type of cover dressing used? No. - the pathology report was sent off, have the results came back? N/a. - patient pre-existing medical conditions (ie. Allergies, history of reactions) no . - were any patch or sensitivity tests performed? No. - is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? N/a. - is the patient hypersensitive to pressure sensitive adhesives? No. - lot number involved if known. N/a. - what is the physicians opinion of the contributing factors to the rash? Concerned there may have been some changes in product. Patient has had prineo 60 in the past and no rash experienced. He had no changes in anything else he was using. - what is the most current patient status? Still has mild discolouring of skin where rash occurred. - patient demographics: initials / ID; age or date of birth; bmi ; gender female, (B)(6). - was the patient exposed to similar products, such as artificial nails n/a. - if available, please provide photos n/a.